Event description:
It was reported an angio-seal was deployed following an intervention. The site looked fine. Two days later, the pt returned and the common femoral artery was stented. The physician stated the collagen was intra-arterial. Upon review of the pre-deployment angiogram, the vessel size was smaller than 4mm and a disease process was present at the site of the angio-seal deployment.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the vessel occlusion could not be conclusively determined; however, the vessel was smaller than 4mm and the collagen was intra-arterial. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric pts or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts. The angio-seal device instructions for use(IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The IFU instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.